Event description:
The device was returned for disposal only following explant. No patient injury or event was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Both implantable neurostimulators (ins) were returned for analysis. Final device analysis on the other ins revealed no significant anomalies; output and telemetry were ok, the battery was near assumed normal end of life. Final device analysis of this ins revealed both b+ and b- bond wires were lifted from their respective hybrid bond pads. The voltage was still at 3.72, so the ins had not yet reached end of life condition.